Manufacturer narrative:
This part is distributed as a pack of four set screws with part# 5540030. This part is not approved for use in the us, however a like device with part# 5540030, upn 00613994966476, 510k# k113174 is approved for sale in the us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with lumbar canal stenosis and underwent sacral-iliac fusion at s2 and extending towards caudal side.post-op, the set screw of s2ai screw backed out. Pain was reported as the result of the event. A revision surgery was performed on (B)(6) 2018 to replace the screw.

Manufacturer narrative:
Product analysis: visual and optical inspection of the set screw confirmed deformation to the node of the screw. There is some smearing/damaged to the nodes from what appears to be the rods moving between the saddles and set screw. The threads of the set screws appear to be undamaged and were functionally tested with a sample bone screw. Root cause of failure is undetermined. If information is provided in the future, a supplemental report will be issued.